Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® serum blood collection tubes "black" foreign matter is discovered in the tube. The following information was provided by the initial reporter: the tube is in new condition, there are black spots in the 6.0 ml serum tube.

Event description:
It was reported that prior to use with bd vacutainer® serum blood collection tubes "black" foreign matter is discovered in the tube. The following information was provided by the initial reporter: the tube is in new condition, there are black spots in the 6.0 ml serum tube.

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.